Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Serial number, UDI and manufacturing date is currently unavailable. A medtronic representative went to the site. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the luminant localizer was not detected. No patient involvement.